Event description:
This report summarizes <noe> 13 </noe> malfunction events, where it was reported there was accessible electric current. There was one reported event where the user experienced pain and a shock.

Manufacturer narrative:
The final device was evaluated by a field service technician. No defect was found with the device. The device was returned to service.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 13 devices were evaluated in the field and the issue was confirmed; 8 devices had broken/damaged components, 1 device had a missing component, and 3 devices had bent components. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 13 </noe> malfunction events, where it was reported there was accessible electric current. There was one reported event where the user experienced pain and a shock.